Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the lens was found to be faulty, could not be used as the lens was scratched by the handpiece injector. The surgery was completed using another lens. Additional information has been received stating that, the lens was removed and a new lens was inserted during the same procedure.

Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the component code should have been g04044 instead of g05006, the evaluation code should have been b22 instead of b14. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.